Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. A corrective and preventative action (CAPA) has been opened to investigate this failure mode. No further action is warranted at this time. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that during an anterior cruciate ligament (acl) procedure that his omnispan 12 degree needle would not deploy. He stated that the silicone tubing was bunching up on all three (3) first needles. Each time a new needle was replaced with same outcome. The surgeon completed the procedure with a fourth needle and by opening the portal more. There were no patient consequences. This did not extend the procedure time. Please see also medwatch reports 1221934-2018-50671 and 1221934-2018-50677.